Event description:
Boston scientific has become aware of the following event: the pt was brought back to the cath lab to have ivus done on the lad treated lesion. The pt had previously received a taxus stent in this lesion. The lesion was being evaluated for neo-intimal hyperplasia. After the image was finished the physician pulled back on the ivus catheter. In doing so, the distal portion of the ivus catheter came off the catheter and caused a dissection in the pt's left main artery. The distal portion of the ivus catheter was retrieved and the pt was sent to the or to repair the dissection.